Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "biofilm infection", "pain", "swelling", "redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine (vb20a70238 and vb20a70328), juvéderm® volbella¿ with lidocaine (v15la70118 and v15la60055), and juvéderm® volift® retouch. About 3 weeks after the procedure, patient developed swelling and redness in right cheek only. The intermittent swelling gradually becomes worse with pain and increased facial swelling. Patient was prescribed clarithromycin and ciprofloxacin as the physician suspected a biofilm infection. The swelling increased down one side of the patient¿s face but then the next day there was definite improvement. The pattern is that patient has swelling for a few days and then it settles down. This is the same event and the same patient reported under MDR ID #3005113652-2017-01422 ((B)(4)), MDR ID #3005113652-2017-01423 ((B)(4)), and MDR ID #3005113652-2017-01424 ((B)(4)). This MDR is being submitted for juvéderm® voluma¿ with lidocaine (vb20a70328).